Manufacturer narrative:
(B)(6). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05457, 0002648920-2017-00503, 0002648920-2017-00518, 0001822565-2017-07521. Concomitant: versys fm taper hatcp 13x130 std body ext neck catalog#: 65786201320 lot#: 60377827; 12/14 cocr femoral head 28mm +10.5 catalog#: 00801802805 lot#: 60239270; trilogy acet shell 50mm od multi catalog#: 00620005020 lot#: 60365243; bone screw 6.5x30 self-tap catalog#: 00625006530 lot#: 60337998; bone screw 6.5x30 self-tap catalog#: 00625006520 lot#: 60410711; bone screw 6.5x30 self-tap catalog#: 00625006520 lot#: 60337998. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation is being sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to recurrent dislocation. During the procedure the surgeon noted metallosis, reaction, joint effusion, soft tissue inflammation and trunionosis. As the locking ring on the shell had been compromised and was not moving the surgeon removed the whole shell. No further information is available at this time.